Event description:
The iab was inserted into the pt without a sheath. Blood was noted in the catheter as soon as pumping started. Pumping was discontinued and the iab was removed. A second was inserted into pt. Event complications: none from the event - reported 2/18/97. Pt's current status: unk -rpt'd 2/18/97.